Manufacturer narrative:
Other text: one device was returned for analysis. Visual inspection showed the pump was in good condition. A visual inspection and multiple accuracy tests were performed as part of the functional test. The pump was found to be within specifications and the reported issue was not duplicated. The manufacturing DHR review found no indication that the complaint is related to a manufacturing issue. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3: unknown; no information has been provided to date.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited failed accuracy during testing, 6.95 percent. No adverse patient effects were reported by the customer.